Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
A piece of metal flew out of the brush head [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that while using her oral-b rechargeable toothbrush, version unknown the other day, a piece of metal flew out of the oral-b floss action brush head; she noted that she didn't swallow it. She had been using the oral-b floss action heads for her toothbrush for some time now and had found them to be excellent. No symptoms developed. Relevant history: none reported. No further information was provided.